Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. A review of the shared data log confirmed the reported event of low transmitter battery alert. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.